Manufacturer narrative:
Analysis summary: at analysis all test data was within range and no tests were out of specification. The device was deemed safe to use. This device was reported as included in the field action noted but product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was not reading accurately. The generator has not been received into service. There was no patient involvement.